Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported a pt was hospitalized in 2007, due to an incident of hyperglycemia. The reporter stated the pt had been at camp and her blood glucose elevated to 483mg/dl. She was given corrections and sub-q injections. Upon admit the pt's blood glucose was >500mg/dl, the pt was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.